Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of infection and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "suspected infection" and "wound dehiscence/opening". Continued e1 phone number: (B)(6); fax: (B)(6).

Event description:
Physician reported unknown side "suspected infection, swelling, pain, postoperative hematoma and bleeding, wound dehiscence/opening". Device has been explanted.